Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for spinal pain indications. The pump was used to deliver unknown morphine at 5 mg/ml. It was reported that the patient had a gastric bypass and their pump had been flipping. They opened up the pocket and it had been flipped multiple times. The catheter was all kinked up and they were moving it to the other side. They did not have an 8784 catheter so they used an 8780 and 8782 catheters. The hcp could not aspirate the catheter so he planned to check it from the back and they would continue the revision as needed. The pump pocket was revised; the pump was not resolved. This issue had been going on for 2-3 weeks. Additional information received on 2026-05-21 indicated that the rep spoke to the physician the previous week and the physician stated that the patient was doing well.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial #: (B)(6), implanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-sep-2027, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.